Event description:
It was reported that the stimulator was set not to change but it was ¿bouncing all over the place.¿ the patient would barely move, even turning or moving her head, and it changed the intensity. It was further reported that the patient¿s stimulation changed if she moved her neck or twisted. The patient stated it increases and decreases when she leans back. After 10 days of resting, the patient started to do house work/reaching for items. On (B)(6) 2013, the patient stated that a company representative programmed it to eliminate the stimulation changes, but within several hours the stimulation was jumping around again. The patient was worried her leads had moved in her spine. The patient was aware that she needed to stay in one position for 3 minutes so the stimulator can adjust but going from sitting to laying, the patient thought she would ¿vibrate off the table.¿ of note, the patient received the device to help with sciatic pain that started to occur when the patient had a spinal fusion in (B)(6) 2011. One of the parts broke loose after the fusion and the patient felt like she was being poked. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).